Manufacturer narrative:
A manufacturer representative (rep) went to the site to evaluate the imaging system. It was reported that the door switch wasn't working properly. The rep readjusted the door switch and performed a full system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door remains open. There was no patient present when this issue was identified.